Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of above 200mg/dl with large ketones considered life threatening. Reportedly, the cause was unknown, however the customer reportedly had recent surgery and consumed unspecified drugs known to raise bg. The customer went to the emergency room (ER) where fluids and insulin were administered to address the high bg. The customer left the ER in good condition and a bg of less than 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.